Manufacturer narrative:
H11: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, an image evaluation was performed and found the fractured tip of the anchor. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage conditions and material requirements are specified for the implant material. Each lot must be accompanied by a material certificate of analysis. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use.). Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a rotator cuff shoulder arthroscopy, after inserting one (1) healicoil knotless anchor into the hole, the implant head detached, leaving the head with the threads while the rest of the implant and the handle remained outside. An attempt was made to reattach it by removing the head and sliding it along the threads; however, when trying to put it back in place, it would not stay attached and remained inside the drilled hole without engaging the threads. The procedure was resumed, after a non-significant delay, using a similar s+n back-up product in the originally drilled bone hole. Additional anesthesia was not required as consequence of the surgical prolongation. The patient's status is fine. No further complications were reported.

Manufacturer narrative:
Additional information: b5.

Event description:
It was reported that during a rotator cuff shoulder arthroscopy, after inserting one (1) healicoil knotless anchor into the hole, the implant head detached and fragmented, leaving the head with the threads while the rest of the implant and the handle remained outside. An attempt was made to reattach it by removing the head and sliding it along the threads; however, when trying to put it back in place, it would not stay attached and remained inside the drilled hole without engaging the threads. The entire implant could not be removed; the tip of the implant remained impacted in the orifice. The procedure was resumed, after a non-significant delay, using a similar s+n back-up product in the originally drilled bone hole. No void left. Additional anesthesia was not required as consequence of the surgical prolongation. The patient's status is fine. No further complications were reported.